Event description:
The following information was provided by the initial reporter: it was reported that after preparation with etoposide, found dust-like suspended solids during preparation before use. Very small floating particles. Taguchi observed them, but the reaction was essentially, "is this it?" The pharmacists on-site are aware that they have become hyper-vigilant since switching to optima. There is a possibility that the particles dissolved during transport.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.